Manufacturer narrative:
The customer reported an unknown number of suspected false (incorrect) positive results from a rapid result covid test system on individual asymptomatic patients. Confirmatory testing of the patients via a testing platform of a different brand produced negative results. Due diligence is in progress to determine the total number of patients involved, as well as the lot number of the product. Should additional information be obtained, a supplemental report will be filed. No further action is deemed necessary at this time, as this event does not contribute to a significant deviation from the established performance characteristics of the product.

Event description:
The customer reported an unknown number of suspected false (incorrect) positive results from a rapid result covid test system on individual asymptomatic patients.